Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored no blank display anomalies noted. Device alarmed hardware low level failures alarm during self test and confirmed in the pump history due to broken pin 6 trace keypad assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.